Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that following the replacement of an implantable neurostimulator (ins) the patient ¿was not receiving therapy¿ with electrode 11. Post-operative impedance testing performed on the day of surgery found electrode 11 had an impedance values of ¿>40000¿ ohms with all electrode combinations when tested at 0.7, 1.5, and 3.0 volts. It was stated there was an ¿open circuit.¿ it was noted that pre-operative impedances were all ¿normal¿ and that no intra-operative impedance testing was performed. There was ¿no lead fracture noted¿ during the surgical procedure. The patient¿s physician ¿had requested to use electrode 10 in the meantime¿ at the time of report. The manufacturer representative was ¿unaware of any issues¿ that may have occurred since surgery. Additional information has been requested; a supplemental report will be filed if additional information is received.